Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleged the patient suffered pain, soreness, discomfort, decreased range of motion of the joint, difficulty walking, standing and/or sleeping, and elevated metal levels (measured at 19.0 mcg/l cobalt and 18.0 mcg/l chromium) due to the implanted asr hip. During the asr hip revision procedure, the physician reportedly noted an acetabular component without bony ingrowth, extensive fretting at the taper junction, chronic tissue inflammation with a foreign body giant cell reaction, and eosinophilic necrosis.